Manufacturer narrative:
One sample received on 12/21/1205 and reviewed on 12/31/2015. Sample drape was soaked in bleach for 45 minutes to 1 hour, rinsed, let dry, checked used sample and took photos. Then visually checked for holes or leaks. No holes, leaks or tears were noted in the drape. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations.

Event description:
Customer had three drapes tear during surgery but only have one sample returned to (B)(4) for evaluation/review. Product number is om-ors-300 and lot # 1041439. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
One sample received on 12/21/1205 and reviewed on 12/31/2015. Sample drape was soaked in bleach for 45 minutes to 1 hour, rinsed, let dry, checked used sample and took photos. Then visually checked for holes or leaks. No holes, leaks or tears were noted in the drape. After reviewing the sample, it has been concluded that the non conformity (hole) is a burn. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin; and/or if the warmer is operated contrary to the operations manual, product labeling, product insert and in-service presentations. Follow up #1: lot 1041439 was reported for this complaint. This is the sterile lot from medical action which corresponds to the microtek non sterile lots d152511, d152521, d152521a, d152031, d152471, d152381, d152011, d152021, d151531. The DHR was reviewed for lot d152511. This lot had (B)(4) pcs and it was manufactured on 09/08/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for lot d152521. This lot had (B)(4) pcs and it was manufactured on 09/09/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for lot d152521a. This lot had (B)(4) pcs and it was manufactured on 09/09/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for lot d152381. This lot had (B)(4) pcs and it was manufactured on 08/26/2015. No defects were reported in process, packaging or final inspection. The DHR was reviewed for lot d152471. This lot had (B)(4) pcs and it was manufactured on 09/04/2015. No defects were reported in process, packaging or final inspection. Lot d152031. This DHR couldn't be reviewed because this lot was not assigned.

Event description:
Customer had three drapes tear during surgery but only had one sample to return to (B)(6) for evaluation/review. There were no patient injury or treatment reported for the incident.